Event description:
Complainant alleged that during training by facility staff the device powered up with a green display. Complainant indicated that there was no pt involvement in the reported malfunction.